Event description:
The facility representative reported a flogard infusion pump that does not turn on. It is unknown when this condition occurred. Upon further investigation by the quality engineer, the reported condition has been confirmed as a battery issue. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "cannot turn on" was confirmed by quality engineering as a battery issue. The main batteries were replaced to resolve the issue. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).